Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an operation the first staple got stuck in the device and did not come out. Therefore, a new unit was used instead.

Event description:
It was reported that during an operation the first staple got stuck in the device and did not come out. Therefore, a new unit was used instead.

Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample was returned with its trigger partially engaged. The staples in the returned sample appear misaligned. The stapler was returned with 30 staples left in the cover block indicating that at least 5 staples were fired by the end user. Reference file anp1900074422 for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple was able to fire properly. Another attempt was made but no staple fired. On the third attempt, the next staple fired properly. Another attempt was made but again, no staple fired. On the fifth attempt, the staple fired properly. It appears that the misalignment of the staples is preventing the stapler from firing consistently. The stapler was disassembled , and it was confirmed to have been assembled correctly. An attempt was made to manually realign the staples but the staples were unable to realign. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. It could not be determined exactly how or what caused the staples to misalign. CAPA 40009409 was previously opened by the manufacturing site to further investigate visistat jamming issues. Reference file anp1900074422 for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staple stuck in unit" was confirmed based upon the sample received. One sample was returned with the staples in the returned device misaligned. Upon functional inspection, the staples were unable to fire consistently due to the misalignment of the staples. It could not be determined what caused the staples to misalign a CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues.